Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent infusion set cannula which lead to a high blood glucose. The customer woke up and blood glucose level was 411 mg/dl and yesterday it was 118 mg/dl. The customer declined troubleshooting for high blood glucose. The customer treated high blood glucose with insulin pump. The insulin pump will not be returned for analysis.